Event description:
The nurse reported that the footswitch was not recognized by the system. The first case was completed with difficulty. They had to disconnect the footswitch cable and reconnect it in order to complete the case. The four following cases were cancelled. No patient harm was reported. The surgeon stated the patient outcome was good.

Manufacturer narrative:
The company service representative examined the system and could not confirm the complaint. The footswitch operation was normal during testing. The footswitch interface pcb was replaced as a diagnostic purpose and sent for in house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 11/07/2008.